Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure safety valve was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.